Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the pump of the inflatable penile prosthesis (ipp) was having difficulties inflating and deflating the device one month after being implanted. The patient was admitted to the hospital approximately 3 weeks later in attempt to fix the malfunction. At that time the patient also reported difficulty retracting his foreskin due to the ipp device and stated he developed balanitis. A revision surgery was performed approximately 3 months after the original implant surgery. During the procedure, the penile pump was replaced and a left orchidectomy was performed. The patient was admitted for 3 days. The patient additionally reported experiencing pain and psychological symptoms as a result. Following the procedure, the patient reported experiencing ongoing chronic balanitis with bleeding and psychological symptoms. No further patient complications were reported.